Event description:
The customer reported that a monitor fell. No patient harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that a monitor fell. No patient harm was reported. This is not being considered a device or mount malfunction. Note that the (B)(4) multi-measurement server (mss) can be mounted to the (B)(4) m3/4 monitor or connected via an msl cable. There is no indication that the (B)(4) monitor fell. If the mms was not properly connected to the (B)(4) monitor by the user, it is possible that it could fall from the monitor while the monitor was being moved. It is also possible that the mms was accidentally dropped by a user, and sustained damage. No further action or investigation is warranted.